Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump received a motor error alarm. The caller stated that the customer had high blood glucose of 600 mg/dl at the time of call. Troubleshooting was done. The caller stated that the insulin pump alarmed motor error during rewind. The caller declined to troubleshoot for high blood glucose. The caller was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform self-test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. However, the insulin pump passed stop current and run current tests. The insulin pump had cracked case at the display window corners, battery tube threads, belt clip slot and minor scratched display window.